Event description:
Boston scientific received information that the caller received an error code of fc58b when he was trying to retrieve the episode from an induction. Boston scientific technical services (ts) was contacted and discussed rebooting the programmer, if this did not resolve the issue then the programmer should be returned for testing. Additional information received from the local sales representative states that the programmer had shocked the patient. The programmer had commanded a double shock on t-wave. The patient was induced with a shock on the t-wave, the device shocked the patient out then the programmer did another shock on t without a command. The programmer will be returned for analysis. The sales representative noted that this could have been related to rf interference. Additional information received from the local sales representative states that there were a total of four shocks delivered to the patient. The initial shock was during induction testing and the second shock rescued the patient. The third shock was delivered on the t without a command resulting in the patient going into a ventricular tachycardia (vt) and ventricular fibrillation (vf) rhythm. The fourth shock delivered rescued the patient and successfully converted them out of the rhythm.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the programmer underwent extensive analysis. The programmer met specification when analysis was completed.

Manufacturer narrative:
At this time the programmer has been returned and is currently undergoing analysis.